Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage on keypad traces. No button error alarm noted. Insulin pump received with no moisture damage on the electronics, motor, vibrator motor and battery tube assembly. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window and cracked belt clip slot.

Event description:
Customer reported that they are having issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is 182 mg/dl. The insulin pump will be replaced. Nothing further reported.